Event description:
On (B)(6) 2011, patient reported the check button on the infusion device is not responding after being pressed. Patient stated he inserted a new battery but continued to have the same issue. Patient reported the other buttons worked fine. Patient stated every time he attempted to press the check button, the infusion device would not confirm and eventually would time out. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.